Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock and was admitted to the hospital. Review of the episode noted oversensing of sense b node noise, however no noise could be reproduced through product testing. Low amplitude measurements were also noted during testing. The s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock and was admitted to the hospital. Review of the episode noted oversensing of sense b node noise, however no noise could be reproduced through product testing. Low amplitude measurements were also noted during testing. The s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.